Event description:
The caller reported that the size 8 percutaneous tracheostomy tube was placed in the patient in 2009, and a few days later, the therapist noted the flange was not attached. The tracheostomy tube was removed, and the patient was re cannulated with an unspecified tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.